Event description:
It was reported by service report that the wall mount fastener was not locking or unlocking properly. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Fastener was mounted in the ambulance incorrectly.